Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that the cs300 intra-aortic balloon pump (iabp) had a issue of maintenance code #4. It is unknown of the patient involvement.it was also stated the patient is being transferred to another hospital within the next 30 minutes and wanted to make us aware so the unit could be serviced. Staff is not aware of who services their pumps. No harm to patient and no interruption of therapy occurred. A getinge field service engineer (fse) stated that customer did not request service on this. Order was generated by emergency on call staff. Called customer and they informed him that in house biomed will make the repair. They will call back if they need additional help with the repair. H3 other text : customer repaired the unit by their own.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called reporting a maintenance code #4. Customer stated the patient is being transferred to another hospital within the next 30 minutes and wanted to make us aware so the unit could be serviced. This is a cs100 conversion. Customer is not aware of who services their pumps. No harm to patient and no interruption of therapy occurred.